Manufacturer narrative:
Additional information was received on 23-may-2023. It was reported that the hemostasis valve (gasket) did not dislodge inside the hub nor outside of the hub. The brim cap/hub did not become detached from the sheath. No air entered the patient¿s body. There was no reflux of blood. There is no picture available. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device 50000256 number, and no internal action related to the complaint was found during the review. Based on the mre, the d4. Expiration date and h4. Device manufacture date have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E 1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve leak issue occurred. It was reported that regurgitation of blood from the hemostatic valve occurred. It happened upon insertion. The issue was resolved by changing the vizigo¿ sheath to a new one. The procedure was completed without patient consequence. Additional information was requested; however, no further information has been made available. With the information available, with was assessed as a MDR reportable hemostatic valve leak issue.